Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of unknown alarms was not confirmed via the submitted log file. The reported events of a blank screen and self-test issues were not confirmed as no product was returned. The submitted log file captured data from on 28jun2025 to 10jul2025. Several low voltage advisory alarms were captured throughout the log file, including on (B)(6) 2025 at 11:02:24 and on (B)(6) 2025 10:22:54, that were due to routine battery depletion. No atypical alarms or issues were captured in the log file. The provided information indicated a self-test was successfully performed in the emergency department. Multiple attempts were made to obtain additional information regarding the system controller serial number, cause of the alarms, if any product was exchanged, resolution of the reported events, additional troubleshooting steps, and if any product will be returned; however, no additional information has been provided and to date, no product has been received for further analysis. A root cause for the reported events was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate ii system controller not being reported. The current revision of the instructions for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate ii lvas IFU heartmate ii patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot all alarms on the system controller. Section 8 of the IFU, entitled ¿equipment storage and care¿, provides instruction on how to properly care for the equipment, including the controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to the emergency department (ed) after they heard 3 beeps. The patient stated that the screen was blank and that they were unable to perform a self-test. A singular low voltage alarm was noted to have occurred on (B)(6) 2025 and (B)(6) 2025. A self-test was performed in ed without issue. Log files were submitted for further review. The log files revealed no unusual events recorded in the log file event history. Of note, the log file indicated that the patient had not connected to power module/mobile power unit power during this history.